Event description:
The doctor inserted the implant into the prepared site and tapped the inserter handle with a mallet to the desired depth. Rotating clockwise, the handle popped and rotated freely. Under microscope, the implant had rotated, and the attachment point of the implant was deformed. The doctor accepted the results leaving the implant in the pt, surgery completed with no further complications. Doctor later commented that he thought the implant was incorrectly loaded on to the inserter by the surgical tech.

Manufacturer narrative:
DHR review showed no anomalies which could have contributed to this event. Event considered an isolated incident. No conclusion can be drawn.